Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to a another meter,( hospital meter). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue first started on (B)(6) 2016, 11:00pm. It was claimed that the patient obtained an alleged inaccurate high result of in the 400mg/dl on the subject meter compared to 111mg/dl on the other device¿, performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs¿ criteria for accuracy. The patient manages her diabetes with oral medications diet and/or exercise and denied making any changes to her usual diabetes management routine as a result of the alleged product issue. The patient also denied that she developed any symptoms. She stated that on (B)(6) 2016, 11:00pm she was advised by a health care professional that her ¿vitals were fine but the meter readings were a lot lower¿. No medical treatment was reported. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure. An approved sample site was used to obtain the results and the patient used the correct testing steps to obtain the results. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to carry out a test. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because due to the comparison provided, the device malfunctioned.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.